Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of pull wire broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Result: no failure detected; the alleged failure ¿pull wire broken¿ was not found, however, the side car ¿ rx presented a push back and the coil assembly(sheath) was buckled. Visual analysis of the device found the tip detached and not returned. The basket wires were extended out of the distal end. The side car - rx (guidewire lumen) presented pushback and the coil assembly (sheath) was found to be buckled in multiple places. The sheath did not present any tears/splits. A functional evaluation was performed; the handle was functioned, and the basket wires were retracted and extended. The pullwires were intact and without issue. The condition of the returned unit was not consistent with the complaint incident that the pullwire broke . The complaint was not confirmed.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure the physician attempted to crush a 2-3 cm stone by using an alliance handle in conjunction with the lithotripter compatable basket, however the wire connected to the basket handle broke and the sheath was torn. They were unable to crush the stone due to this event. The physician released the stone from the basket by detaching the tip and removing the device from the patient. The patient had undergone an alternative therapy (surgery) to remove the stone. Additionally, it was reported that patient had pancreatitis prior to the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure the physician attempted to crush a 2-3 cm stone by using an alliance handle in conjunction with the lithotripter compatable basket, however the wire connected to the basket handle broke and the sheath was torn. They were unable to crush the stone due to this event. The physician released the stone from the basket by detaching the tip and removing the device from the patient. The patient had undergone an alternative therapy (surgery) to remove the stone. Additionally, it was reported that patient had pancreatitis prior to the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.